Event description:
Olympus was informed that during a left lower liaison lobe resection, pieces of the bending rubber section broke off and fell inside the patient. There was no patient injury reported. The patient's current condition is unk. Multiple attempts were made to gather additional info regarding the incident but with no result.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, a review of the instrument history shows that the device was refurbished on (B)(6) 2013. In addition, an olympus endoscopy support specialist has been dispatched to the account to provide additional training on reprocessing and device handling. If additional info or if the device is returned at a later time, this report will be supplemented.